Manufacturer narrative:
Since the initial report was filed. The investigation has concluded. The product was not returned for analysis. Imaging was not shared for review. There was no evidence of the impella pump causing the stroke event. The pump was used beyond indicated use. The failure mode will be monitored and trended.

Manufacturer narrative:
To date the investigation into the event is on-going. Upon completion of the analysis a follow-up report will be filed.

Event description:
The hospital admitted a patient for a coronary artery bypass surgery (CABG). The team chose to place an impella cp prior to the surgery for hemodynamic support. After 5 days of support the patient was seen to have suffered from a neurologic event (cva). The etiology was unknown. There was speculation of a thrombotic event due to the prior rapid atrial fibrillation and supraventricular tachycardia that was treated with multiple shocks. Though the use of impella could not be ruled out as a contributing factor/cause. After another 2 days the patient was diagnosed with heparin induced thrombocytopenia (hit+) and the impella pump stopped. The pump was able to be restarted, though only to stop again in the subsequent days. The pump was eventually explanted after a total of 10 days of hemodynamic support. She has survived the cva.